Manufacturer narrative:
Examination of returned used device item kbr191 confirm the reported problem and found tip of the guide detached from the shaft. Examination was performed found no issues with the driver. However, the inner tip shows slightly bent. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There was one other complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) . Per the instructions for use, the user is advised the following: warnings: do no use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Do not use improperly or with excessive force, as accuracy may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, kbr191, was being used during a knee ligamentoplasty on (B)(6) 2020 "when the surgeon placed the guide in the notch, the tip of the guide broke. He recovered the broken piece." The component was reported as being removed with gripping forceps. This caused a 10-minute delay in the procedure; however, there was no report of medical intervention or extended hospitalization for the patient. The event was reported as not having any impact on the patient. The patient is reported as being "fine". An alternate device was used and the procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.